Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type extension. Product ID: 3389-40, lot# 0211637646, explanted: (B)(6) 2017, product type lead. Product ID 3389-40, lot# 0211032513, explanted: (B)(6) 2017, product type lead.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the infection also spread to the patient's deep brain stimulation (dbs) leads so they were explanted on (B)(6) 2017.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. (B)(4).

Event description:
A manufacturer representative reported a consumer had implantable neurostimulator (ins) erosion through skin of ins pocket, right chest, and infection of pocket. No external factors were known to have contributed to the event. There was surgical removal of the ins and extensions and wash out of chest pocket. The issue was resolved.